Manufacturer narrative:
Patient information unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. If implanted; give date: n/a. The healon is not an implantable device. If explanted; give date: n/a. The healon is not an implantable device; therefore, not explanted. Reporter phone # unknown/ not provided. Reporter address details: unknown/ not provided. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the post op exam revealed intraocular pressure of 55. After mechanical pressure reduction and medication, the intraocular pressure was reduced to 19. Through follow up we learned that the increase in intraocular pressure lasted for less than 15 days and the medication that were prescribed were iopidine gtt (drop), taflotan gtt, oftan timilol gtt, asetazolamid 500mg. No additional information was provided.